Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. Significant distortion of the pressure waveform can result from air bubbles in the setup. Poor dynamic response can be caused by air bubbles, clotting, loose connections, or leaks. No corrective or preventative actions are required at this time.

Event description:
As reported, during an open heart recovery, the patients systolic reading was higher than expected. The top of the wave form was going over the scale of the pressure value. There was a large discrepancy in values between the manual blood pressure and the arterial line. There was no alarm displayed. It was specified that the patient was treated based on these inaccurate measurements, but there was no consequences for the patient. Device is not available for evaluation. It was specified that the initial set up was done correctly, dpt zeroed with success, leveled to phlebostatic axis and level verified periodically. Connections were tightened and pressure bag correctly pressurized. However, the square wave form test was not done. Inquired of patient demographics, unable to be obtained.